Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 38 mg/dl. The customer's blood glucose was 113 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and glucose tablets. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Drive support disk was inspected and no anomaly was noted. The insulin pump received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case and missing end cap sticker.